Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported low blood glucose (bg) level of 65 mg/dl. Customer believes that the issue is related to evening settings. Orange juice was consumed to address low bgs. Customer was advised to consult with health care provider about low bg.